Event description:
It was reported that the atrial lead was undersensing as the device could not sense at 0.3 mv but could intermittantly sense at 0.15 mv. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk implantable cardioverter defibrillator (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2007; 4193 implantable pacing lead (B)(6) 2007. (B)(4).